Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the level module that he delivered to the user facility on (B)(6) 2016, was not properly configured into the perfusion screen by the customer. The fsr configured the level module correctly in all perfusion screens. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a false intermittent low level alarm. The device was not changed out as they turned off the feature and observed the level visually. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.